Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ this report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-04629 / 04630).

Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 2015. During the procedure, while the surgeon was impacting the liner the acetabulum fractured due to the patient's poor bone quality and the force of the impact. Another cup was used to complete the procedure. During the procedure, the surgeon removed one of the screws due to positioning.